Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The user did not press the coulomb counter button after a battery change. The coulomb counter button is required to be pressed after a non-rechargeable battery is installed. The coulomb counter was reset to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.